Event description:
Patient in surgery for total left knee replacement. A reused disposable single use tourniquet was applied with cast padding to left upper thigh. Tourniquet was placed flat against the patient's skin. Tourniquet and left upper thigh covered with surgical drape. Tourniquet inflated to 300mmhg, then later increased to 350mmhg due to uncontrolled bleeding at the incision site. Scrub tech felt under sterile drape to see if tourniquet was inflated since bleeding at surgical site was not being controlled. Tourniquet was noted to be inflated. Machine seemed to be working properly and was not alarming. Patient lost 700cc blood during procedure. At the end of the procedure, drapes were removed and tourniquet noted to be 'crinkled' and appeared to have a defect on the inside of the cuff. It was determined that this defect did not allow the cuff to inflate properly and consequently did not control bleeding as intended. The patient's leg appeared red where the tourniquet had been but no bruising was noted. Machine and tourniquet were taken out of service for biomed inspection. Biomed inspection determined that machine was in good working order but the tourniquet was not. Rigid material inside the cuff was bent and folded, sort of crushed down the wrong way. The cuff would not lie flat as it was designed to do. This caused a condition where the machine pressurized the cuff to the appropriate pressure but the cuff would not correctly apply pressure because it bunched up in a wad instead of lying flat against the skin.